Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for missing IV cover with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported during use of the bd vacutainer® push button blood collection set the IV cover is missing. ¿the incident could have potential to cause harm/serious injury, including possible blood borne pathogen exposure.¿ there was no report of injury or further medical intervention.